Event description:
Hill-rom technician found that the brake casters did not hold in the brake mode. The casters were worn. He replaced the brake casters and the brakes functioned properly. There were no alleged injuries.